Event description:
It was reported that the customer received an off no power alert following a low battery alert on the insulin pump. The battery did last in the insulin pump more than one week. During assistance, the customer stated he was having difficulty with the buttons. The customer's blood glucose was unknown. The customer did not recall significant events leading to the keypad issues. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, found moisture damage to the keypad traces during visual inspection. The insulin pump received with normal operating currents, no off no power, battery out limit, or low battery alert alarms occurred during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.